Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Visual examination found a shard penetration. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lumbar laminectomy procedure on (B)(6) 2013 and topical skin adhesive was used. When the resident surgeon cracked the internal vial of the topical skin adhesive, a shard of glass penetrated the outer plastic of the device. Another like device was used to complete the procedure with no adverse patient consequences.